Event description:
It was reported that during a tonsillectomy procedure using the procise xp wand, the wand allegedly sparked and smoked when trying to ablate and then stopped working. The surgeon chose to complete the procedure using a competitor's product. There was no significant delay or any patient complications reported as a result of this event.